Event description:
It was reported the patient's blood glucose level rose to 23 mmol/l (414 mg/dl), while wearing the pod between 1 and 4 hours. In addition, the pod failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided.